Event description:
The ventilator unit was placed on the pt in 2008 at 0655. On the following month at 1730, the unit had a loud alarm and the staff noticed the ventilator had shut off. They proceeded to bag the pt at that time and switched the ventilator out with another one. The pt received no injury from the event as stated by the staff. The unit is secluded in the biomed office and the OEM is being notified of the event.